Manufacturer narrative:
An event regarding wear and disassociation involving a accolade stem was reported. The event of wear was confirmed by photographs but the event of disassociation was not confirmed. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem component. The taper appears worn to a tip. -clinician review: a review of the provided medical record was rejected by a clinician with the statement: "cannot confirm the event, need operative reports, serial x-rays and clinical past medical history and pathology reports." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the wear of the stem trunnion was confirmed by provided photographs. The product was not returned for evaluation. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised. Original plan was to revise the shell due to loosening and degenerative osteoarthritis. Intra-operatively, some black tissue was noted in the patient, liner was noted with discoloration, head disassociated intra-operatively, and extreme trunnion and stem wear with black material inside the femoral head was noted.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised. Original plan was to revise the shell due to loosening and degenerative osteoarthritis. Intra-operatively, some black tissue was noted in the patient, liner was noted with discoloration, head disassociated intra-operatively, and extreme trunnion and stem wear with black material inside the femoral head was noted.